Manufacturer narrative:
The device was inspected and no issues were found that would result in a failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The formed needle was inspected and a dull tip was observed. The formed needle was also observed to be exposed past the needle well of the bottom housing and therefore did not fully retract. The linkage assembly seen through the top housing was observed to not be fully retracted. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which resulted in the exposed needle. Both the exposed needle and the dull needle tip can be confirmed as the root cause for bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering a bolus, the patient's blood glucose levels reached 329 mg/dl while wearing the pod between 24 and 36 hours. Patient's father also reported the insertion site was bloody once pod was removed. As treatment, a new pod was applied.